Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic transurethral resection of the prostate, the inner sheath broke off inside the patient's bladder. There was no indication of retrieval. The procedure was reportedly completed using a backup device. No further patient harm was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.